Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the patient had a stroke after the his-bundle implant. Further information was requested however, was not provided.